Event description:
The lariat device was being used to ligate a very lateral left atrial appendage (iaa). A perforation of the laa by the wire occurred when the physician attempted to advance the lariat device towards the base of the laa to fully capture it. After several attempts to manage the bleeding by ligating the iab and auto transfusion, the physician decided to bring the pt to the operating room. The laa was ligated during surgery using an atriclip device. The pt was reported to be stable.

Manufacturer narrative:
The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specs prior to shipment.